Event description:
A complaint was received regarding a primary plum set clave secondary port 103 inch that experienced leakage during patient. It was reported by rn that chemotherapy dripping from the IV primary tubing cassette/blue hub below the closed system transfer device. There was patient involvement and no patient harm.

Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history could not be reviewed due to no lot number being provided.